Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head comes off the holder-oral-b power oral care refills "[device breakage]". Case narrative: consumer called via phone stating that the brush head comes off the holder during brushing. No injury was reported.